Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h4, h6, h11. Visual examination of the returned product identified the threads have fractured off of the device. The device shows signs of repeated use over a field age of over 11 years. Review of the device history records identified no deviations or anomalies during manufacturing. A timeline review of the provided information was created. However, medical records were not provided. A definitive root cause cannot be determined. The reported event was confirmed through product return. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the threaded distal portion of spacer impactor was broken off inside a spacer during a shoulder procedure. Removal of the fractured portion was unsuccessful and it was determined the fractured piece would not affect the poly locking, therefore, it was retained. Attempts have been made and additional information on the reported event is unavailable at this time.